Event description:
It was reported that the patient experienced fatigue and dyspnea due to loss of capture on the right ventricle (rv) leadless pacemaker (lp) resulting in loss of capture. Diagnostic imaging indicated dislodgment of the rv lp into the pulmonary artery. A revision procedure was performed and the helix of the rv lp was stretched during the retrieval. The rv lp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.